Event description:
It was reported that unit powered off by itself without pressing 'on/off' button. Additional information received: there was no harm before shut down, issue has occurred many times and during both ac and battery power use. There was no patient involvement.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.